Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Unit received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime or fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was flush and insulin pump stuck in rewind mode. Customer's blood glucose level was 144 mg/dl. Customer was assisted with troubleshooting. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that when they prime the insulin pump they got a motor error a few weeks past and all the insulin comes out and did not allow exiting out. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer stated that the motor did not slow down nor did numbers ramp up on the screen. The device will be returned for analysis.